Event description:
It was reported by the patient that after a sling was placed on (B)(6) 2007 she developed problems starting in 2009. The patient reports she started to have lack of sensation, lack of continence and inability to have sexual intercourse. The patient has had urodynamic testing and additional surgeries. The most recent surgery for a rectocele repair and reinforcement of the bladder was in (B)(6) 2012, which found that the mesh is attached to the incorrect places. The patient has had frequent urinary tract infections since (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure. It was reported that patient underwent revision of mesh, laparoscopic adhesiolysis and cystoscopy on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to abdominal and vaginal pain, dyspareunia, mixed and stress incontinence and mesh complication.